Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative (rep) reporting that they called a few weeks ago and the agent walked the patient rep through how to delete the data because the handset was lagging for a long time at 90%. The patient rep stated they forgot to write down the steps. The patient rep was requesting to have the steps of how to delete the data to them. Patient rep asked if they could write them down while agent reviewed how to delete the data because the handset was lagging again at 90%. Agent reviewed data and assisted the patient rep in deleting the data. Patient rep would call back if they need further assistance. Additional information was received from the patient reporting that the issue had resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the caller stated that the patient was having issues getting connected to the pump since implant. Caller stated it takes a long time to connect. Technical services walked caller through clearing the data on the personal therapy manager. Technical services reviewed how to hold the communicator 1/4 inch above the pump for better connection. Caller stated that patient was resting and could not confirm connection to the pump on the call.